Manufacturer narrative:
H3: product was not returned, and no photographic evidence was provided to aid in this investigation. Serial number was not provided to review previous repairs. Product evaluation and problem confirmation cannot be performed. Error history log was not provided. Probable cause could not be determined.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Per reporter the caregiver attempted to switch to a backup pump, but it had lost programming, battery was completely dead. Further troubleshooting attempted. The patient reported to their hospital after a pump failure. It was unknown if the patient was currently admitted to the hospital or just being seen in the emergency room at that time. The patient was being switched to IV remodulin until they get the replacement ms3 pumps. The patient was temporarily on IV remodulin with dose of 68.9ng/ kg/min continuous frequency. A medical intervention was provided at the hospital.